Event description:
Case description: investigational results: name: novofine 32g 6 mm batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission following has been updated malfunction field was updated as no inv results were updated. Annex b, c, d, g codes were updated. Narrative was updated accordingly. Final manufacturer's comment: 29-jan-2024: the suspected device novofine 32g 6 mm needle has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novofine 32g 6 mm needle. Elderly age of the patient is a risk factor for the reported events of injection site reactions. The reported injection site reaction could be attributed to incorrect handling of device such as needle re-usage. H3 continued: evaluation summary: name: novofine 32g 6 mm batch number: unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) the skin at the injection site visible blisters [injection site vesicles] the skin at the injection site was swollen [injection site swelling] the skin at the injection site lump like appearance [injection site mass] the skin at the injection site ulceration [injection site ulcer] the skin at the injection site was red [injection site erythema] the needle was used repeatedly [multiple use of single-use product] case description: this serious spontaneous regulatory authority case received from nmpa (national medical products administration), china was reported by a health care professional nos as "the skin at the injection site was swollen(injection site swelling)" beginning on (B)(6)2023, "the skin at the injection site lump like appearance(injection site lump)" beginning on (B)(6) 2023, "the skin at the injection site visible blisters(injection site blisters)" beginning on (B)(6) 2023, "the skin at the injection site ulceration(injection site ulceration)" beginning on (B)(6) 2023, "the skin at the injection site was red(injection site redness)" beginning on (B)(6) 2023, "the needle was used repeatedly(needle reusage)" with an unspecified onset date, and concerned a 81 years old male patient who was treated with novofine 32g 6 mm (needle) from (B)(6) 2023 for "diabetes mellitus", all events were medically confirmed. Patient's height, weight and bmi(body mass index) were not reported. Dosage regimens: novofine 32g 6 mm: 17-may-2023 to not reported; insulin (non-valid): current condition: diabetes mellitus(type and duration not reported) treatment included - iodine on (B)(6) 2023, patient discovered that the skin at the injection site was red and swollen, with a lump like appearance, visible blisters, and ulceration. Physician instructed the patient to immediately stop using the novofine and clean the ulcerated area with iodine, and puncture the blister aseptically. On an unknown date, patient reported the needle was used repeatedly. Batch numbers of insulin and novofine 32g 6 mm: were not reported. Action taken to novofine 32g 6 mm was reported as product discontinued due to ae. The outcome for the event "the skin at the injection site was swollen(injection site swelling)" was not reported. The outcome for the event "the skin at the injection site lump like appearance(injection site lump)" was not reported. The outcome for the event "the skin at the injection site visible blisters(injection site blisters)" was not reported. The outcome for the event "the skin at the injection site ulceration(injection site ulceration)" was not reported. The outcome for the event "the skin at the injection site was red(injection site redness)" was not reported. The outcome for the event "the needle was used repeatedly(needle reusage)" was not reported. No further information available. References included: reference type: e2b authority number reference ID#: cn-nmpa-1243623312023000143 reference notes: nmpa (national medical products administration), chn